Manufacturer narrative:
The reported event of noise was confirmed, but the reported event of lead abrasion was not confirmed. A full lead was returned in one piece for analysis. Visual and x-ray inspections found clavicular crush fracturing all filars of the outer coil with intact outer and inner insulations distal to suture sleeve tie impression. The cause of noise was due to fractured outer coil consistent with clavicular crush. No other anomalies were found.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited noise reversion. A computed tomography scan was performed and revealed rv lead insulation was worn. The rv lead was explanted and replaced. Patient condition was stable.